Event description:
The pump was programmed to deliver 50 mls of t-pa at 100 ml/hr. However; a total of 180 mls had emptied from the container over the 30 minutes. Patient was observed closely after the incident. No adverse outcome to the patient occurred. No medical intervention was required.